Event description:
It was reported that during a low anterior resection, while creating the ileocolon anastomosis the surgeon placed the device and fired, the anterior staple line was fine however the posterior staple line was not forming and staples did not form. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.